Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient¿s relative (reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the patient obtained the unspecified error message on (B)(6) 2014 at 8:00 am. The patient reportedly manages their diabetes with oral medication, diet and exercise. The reporter stated the patient did not make any changes to their usual diabetes management regimen in response to the alleged meter issue. The reporter claimed the patient ¿fainted¿ an unknown time after the alleged issue began and stated the patient attended the emergency room (ER) in response,2-3 days prior to contacting lfs. The reporter claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr walked the reporter through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter error message began to appear.